Manufacturer narrative:
(B)(4). Batch #: unk. Additional information: this is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a blue reload from the top view and it is fully fired. Also, a loose staple could be observed near of reload. The staple appears to be not properly formed. Based on the photo the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the surgery, after firing, it was noted the staples malformed. Changed another four to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 8/23/2022. D4: batch # 418a02. Investigation summary: a photo along with the device was returned for evaluation. This is an analysis of a photo submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the photo shows a blue reload from the top view and it is fully fired. Also, a loose staple could be observed near of reload. The staple appears to be not properly formed. Based on the photo the event described is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. The product was returned to ethicon suzhou for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with an ecr60b partially fired 1/16 reload loaded on the device and a fully fired ecr60b reload(b) present. In addition, the sled of the reload (a) was noticed to be damaged. Upon evaluation of the reload, no obvious damage to the reload deck was noted, which suggests the reload, may not have been fired over a hard object. The returned device was tested with a test reload for functionality in the articulated position. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the one-piece sled has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.